Event description:
It was reported that the inserter was not in the incision far enough and the lens opened outside of the eye. It was also noticed that the trailing haptic was bent. The incision was enlarged to remove the lens and another lens of the same model adn diopter was implanted. Reference MDR #: 1313525-2015-01984 for the lens involved in the event.

Manufacturer narrative:
The lens was not returned for evaluation. The lot history record was reviewed for the lens and there were no non-conformities or anomalies related to this complaint. Based on the information received a definitive root cause could not be determined. However, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.